Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. Reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer received a no delivery alarm. During troubleshooting, the insulin did not exit and the customer's mother stated there was resistance when using the plunger. The customer's mother also stated that the insulin pump will alarm when using 3 to 4 units of insulin, but when there is less insulin, it will not alarm. The customer's blood glucose was 350 mg/dl at the time the issue was reported. Nothing further reported.